Manufacturer narrative:
Customer did not allege device malfunction. Review of pre- and post-placement inspections of device found device working as designed.

Event description:
Customer reported hospital nurse got her finger caught in a side rail. Finger was broke and required surgery. No allegation of device malfunction.